Manufacturer narrative:
(B) (4). (Lens inserted upside down). (B) (4).

Event description:
The reporter stated, the surgeon inserted an aq5010v silicone three piece lens and the lens was inserted upside down. There was patient contact. There was no injury to the eye.